Event description:
Affiliate reported that the patient developed enlarged ventricles. The surgeon adjusted the pressure of valve, but the symptom did not improve. The surgeon thought the valve was plug up, and removed it. The patient will receive a replacement when condition is ok.

Manufacturer narrative:
Codman has requested return of the valve for evaluation. Historically, for complaints of this nature, examinations of the valves and or catheters have revealed the accumulations of biological debris within the device, which have resulted in blockages. Review of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is closed at this time.

Manufacturer narrative:
A new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4).

Event description:
The patient did the ventricle-celiac diffluent procedure, used 823832 in (B)(6), 2012. But in apr, the patient was found the ventricle was expanded. And the surgeon adjusted the pressure of valve, the symptom was not improved. The surgeon thought the valve was plug up, and removed it on (B)(6). The patient will do the revision procedure when condition is ok. In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4).